Event description:
Healthcare professional reported left side rupture, confirmed via magnetic resonance imaging (MRI). The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Initial reporter: phone # (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: black particles observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, confirmed via magnetic resonance imaging (MRI). The device has been explanted and replaced with non-allergan device.